Event description:
It was reported the device does not work.

Manufacturer narrative:
The brt evaluated the device onsite and found the issue. The brt confirmed the cause of the printer not printing correctly was a defective printer assembly. The bench repair technician replaced the printer assembly. The device passed all performance assurance tests and was returned to the customer. Based on the information available and the testing conducted, the cause of the reported problem was due to the malfunction of the printer assembly. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The brt replaced the printer assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.